Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that a patient woke up with anterior dislocation -treated with closed reduction on (B)(6) 2015. This patient underwent a revision surgery due to instability/dislocation 2 months post-operative. Patient ID : (B)(6).